Manufacturer narrative:
1/13/1998-supplement report #1 submitted to FDA.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.